Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned. Analysis of the device revealed that the guidewire was kinked along its length, the ptfe coating was scrapped off the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. During the functional testing, it was found that slight friction was encountered while advancing the guidewire and the guidewire torque was not smooth in the one to one torque check due to the anomalies found on the guidewire. Information from the complaint indicated that the guidewire and microcatheter were confirmed to be in good condition after unpacking and preparation, preparation was as per (device direction for use) dfu, there was no resistance, and the torque device was regularly tightened at the beginning and very tightened at the end. Based on the review and analysis of available information it is likely that the kinks on the guidewire caused the torque problem and friction experienced during functional testing. However the cause of the kinks could not be determined. In addition, per the dfu: ¿excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire.¿ since the device dfu specifically precautions that excessive tightening of the torque device can lead to ptfe peeling, the cause is considered to be use error.

Event description:
During the analysis of the returned device, it was revealed that guidewire polytetrafluoroethylene (ptfe) coating was scrapped off. No clinical consequences was reported to the patient.